Event description:
During the procedure, a shift occurred which caused a delay. After approximately one hour, a shift occurred and attempts to realign several times did not resolve the issue and the case was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported shift and subsequent delay remain unknown.